Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a roller pump display went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) ran tests and found the display to be blank. The fsr replaced the roller pump display and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.